Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has received a cartridge error message during the load process on multiple occasions. Reportedly, customer is able to successfully reload the cartridge. Customer had elevated blood glucose levels (353 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Customer indicated that they will continue to use the pump for continued insulin therapy.